Event description:
It was reported that during a ptca/stenting treatment procedure inflation difficulties were encountered. The physician placed the maverick otw 15/2.0 mm balloon at the lesion site and attempted to inflate the balloon, but it would not hold pressure. This device was removed, and replaced with another maverick otw 15/2.0 mm balloon catheter. This device also would not hold pressure. The second maverick otw balloon catheter was removed and replaced with another balloon catheter to predilate the lesion for stent placement. The pt was asymptomatic during this event. No pt injuries or complications were reported as 'good'. Same case as manufacturer's report #6000093-2003-00318.